Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 633mg/dl. The customer indicated that the pump exceeded the maximum bolus amount and was unable to administer more bolus when their blood glucose was high. Troubleshooting found that the customer was at the hospital for 4 hours and was provided with syringes. Customer was assisted with administering a bolus. Customer declined further troubleshooting and indicated that she previously suspended the pump to bathe and then forgot to put the pump back on and that this led to the high blood glucose.